Event description:
Following total knee replacement surgery supported by the brainlab navigation system, the surgeon determined with a post-operative x-ray that the position of the implanted smith & nephew genesis ii knee prosthesis was not optimal.

Manufacturer narrative:
Although there is no indication of a malfunction or a quality or performance issue with the brainlab device. Although there has been no pt injury reported at this hospital nor reported by any other hospital. A risk to this patient's health could not be excluded for this isolated case due to the less than optimal implantation of the knee implant, as longevity of the implant may possibly be reduced. There is no indication of a malfunction or a quality or performance issue with the brainlab device. This user has experienced with the brainlab device, and uses the brainlab device regularly successfully for the same kind of surgery. There are no corrective and preventive actions intended by brainlab regarding this isolated case at this point of time.